Manufacturer narrative:
(B)(6). Device manufacture date: the device manufacture date is unavailable.the device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the motor was blocked, seized and rough running on the compact air drive device. It was also noted that the device failed pre-repair assessment tests for general condition, the attachment coupling, the attachment coupling with the attachments, air leak, triggers for forward and reverse mode, untrue running, excessive noise, the power with bench test, and starting behavior. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.